Event description:
It was reported that after the proglide was removed from the sterilization bag, the marker marker lumen was flushed with saline. Subsequently, when the proglide attempted to be inserted over the wire in the right common femoral vein, it was found that the foot had already been deployed. A new proglide was used to achieve hemostasis. The physician commented that it was unknown whether the foot was originally deployed or the lever was touched during preparation. There was no adverse patient sequela and no reported clinically significant delay in procedure. Additional information was received: the procedure was in the right common femoral vein. Per return analysis, a second device was received with blood in and on the device. Only the footplate was opened. It was confirmed by the account that the device was used in the same procedure. Although a specific device malfunction was not specified, the device was not fully deployed and would have required an additional method to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017 - failure to follow steps/instructions (no femoral imaging performed) the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified issue could not be tested/confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed because a specific failure mode was not reported and similarity could not be determined. Without a specific failure mode provided a conclusive cause for the reported event could not be determined.b1,b2, b5, h1; based on return device analysis, this should not have been MDR reportable. H6: medical device problem code 2017 was removed. H6: health effect - impact code 4641 was removed.

Event description:
Correction: the proglide that was received for analysis had no blood in or on the device as initially reported. Although the lever was opened causing the link to be loose, there are no signs that the device was used in the patient; therefore, no patient involvement.